Event description:
It was reported via a fresenius user facility survey that a peritoneal dialysis (pd) patient was hospitalized because of fluid causing her congestive heart failure to be in distress. Additional information was obtained through follow-up with the pd nurse. The patient completed pd training; however, was having challenges due to not being able to tolerate the prescribed fill volume. The patient would become anxious and short of breath if more than 1,300ml were attempted to be instilled. The patient had a history of lung issues requiring oxygen. Due to not being able to instill the proper amount of fill volume, the patient¿s therapy was deemed inadequate. In (B)(6) 2021 the patient was hospitalized for this reason. During the hospitalization the patient vocalized not wanting to be on pd therapy and was transitioned to in-center hemodialysis. There is no allegation of a device malfunction reported for this event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation

Manufacturer narrative:
Additional information: g1 plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: the file was assessed to determine if a clinical investigation is warranted. There is no allegation of a device malfunction reported for this event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time.

Event description:
It was reported via a fresenius user facility survey that a peritoneal dialysis (pd) patient was hospitalized because of fluid causing her congestive heart failure to be in distress. Additional information was obtained through follow-up with the pd nurse. The patient completed pd training; however, was having challenges due to not being able to tolerate the prescribed fill volume. The patient would become anxious and short of breath if more than 1,300ml were attempted to be instilled. The patient had a history of lung issues requiring oxygen. Due to not being able to instill the proper amount of fill volume, the patient¿s therapy was deemed inadequate. In (B)(6) 2021 the patient was hospitalized for this reason. During the hospitalization the patient vocalized not wanting to be on pd therapy and was transitioned to in-center hemodialysis. There is no allegation of a device malfunction reported for this event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation